Event description:
I have been complaining of lower left quadrant pain since (B)(6) 2021. I was sent for an ultrasound, which could not identify a cause for the severe pain. By fluke, I had a lower extremity x-ray done and in two images, the filshie clips moved between shots. I suspect they are constantly moving outside my bowels, as I have not had any indication that they have penetrated the bowels. I am concerned about perforation since there should only be two clips, but one x-ray shows three foreign bodies. I don't know if one broke into two pieces. I was able to confirm today that they are filshie brand clips, I did not specifically ask for them when I asked to have my tubes tied during a dilation and curettage because I had a miscarriage and the fetus would not vacate my uterus without surgical intervention, putting my life at risk. I was not aware they used clips and actually knew nothing about the procedure. I was three months shy of my 43rd birthday and already had my first child at the age of 39. I am now 61. Reference reports mw5155177 and mw5155176.